Event description:
International customer reported that the needle tip broke during a total hysterectomy procedure. No adverse patient consequences were reported. Add'l info was requested; no further info was provided.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been reviewed, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted, as two separate devices were used. See 2210968-2008-01178 for the other medwatch. The same patient is represented in each medwatch.